Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that a patient never had therapeutic effect. The reporter stated that the device trial ¿worked beautifully¿ but the permanent device had ¿never given any relief at all.¿ it was noted that the implant operation was ¿very painful¿ and lasted four to six hours. It was reported that a week or two post-implant the patient had a checkup and his doctor told him that everything was all right. It was noted that an x-ray the summer prior to the report showed that the patient¿s lead was ¿not connected.¿ it was reported that the patient had many attempts at reprogramming and they were not able to get appropriate coverage. The reporter stated that the patient¿s doctor said it was the patient¿s fault because he ¿must have lifted his arms too soon or picked something up causing the lead to move.¿ it was noted that the doctor recommended removing the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was further reported in order to get stimulation from the right side of the body to the left, they had to turn it up so high ¿he could not sit¿ and ¿it hurt¿ and ¿burned him.¿